Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while drilling the proximal screw the drill bit hit the nail. The surgeon was able to target the hole and the screw was accurately placed. Checked postoperative and it was noted that the holes in the guide line up with the holes in the tibial nails. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for one (1) insertion handle for suprapatellar. This is report 3 of 4 for complaint (B)(4).